Event description:
It was reported that, during implant testing, it was difficult to induce an arrhythmia. Once successful, the shock impedance was 24 ohms. The company representative suspected telemetry issues. The doctor explanted the pulse generator and the electrode and placed new ones. There were no additional adverse patient effects.